Event description:
It was reported that the patient did not have therapy and the ipg was inoperable. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient did not have therapy and the ipg was inoperable. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2022. The patient has effective therapy post operatively.